Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing snapped or cracked in half usually about an inch or an inch and half away from the connector while sleeping. The patient had high blood glucose level (400 mg/dl) and self-treated with manual injection of insulin. This issue occurred with around five infusion sets. The site was at and upper buttocks, did not bunch up the tubing put it in her sports bra and the pump was in her sports bra with infusion set tubing. The infusion was in use for 1-2 days. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. The patient was uncertain whether there was stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Currently, patient's blood glucose level was 150 mg/dl. No further information available.